Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer. Reportedly, customer reverted to manual injections for insulin therapy.